Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was unremarkable. It was reported that the patient returned three months post stent graft implant, and the angiogram revealed that there was thrombosis occluding the ipsilateral limb. The physician elected to use an angiojet to clear the thrombosis; however, during the angiojet intervention, a type iii fabric endoleak occurred. The physician elected to reline the ipsilateral limb with an aneurx aortic cuff, and two iliac limbs. The type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other, secondary intervention required. Endoleak (type iii, fabric tear). Results - endoleak, occlusion; angiojet device.